Event description:
It was reported that the procedure was to treat in-stent restenosis of an unknown stent implant with heavy calcification in the heavily tortuous mid left anterior descending artery (lad). The 5.0x20mm nc trek balloon dilation catheter (bdc) failed to cross the lesion due to the patient's anatomy and was withdrawn without issue. There was no device damage or other procedure issues noted. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Next, the 4.0x20mm trek bdc successfully crossed the lesion and was inflated to 14 atmosphere (atm) and was deflated; however, resistance was met during withdrawal. The device was re-inflated and re-deflated (full deflation confirmed via angiogram); however, resistance was again met and distal shaft separated. Reportedly, the resistance may have been with the restenosed unknown stent implant. The separated distal shaft was simply withdrawn on the guide wire. It was confirmed via angiogram that no portion of the shaft remained in the patient. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. The procedure was completed at that point. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for shaft detachment. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.